Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the occlusion issue, the customer changed the infusion set and cartridge before resuming insulin therapy.